Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Olympus sent the device for third party testing. After cleaning, disinfection and sterilization, the device was retested and no micro-organisms were detected. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device had routine testing after reprocessing and was positive for micro-organisms. All channels detected >100 colony units of raoultella omithinolytica and the distal end detected 3 colony units of bacillus subtilis mesophiles. No patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and the hygiene microbiological investigation report. The cleaning, disinfection, and sterilization of the scope was performed by the customer. The scope was precleaned with anios clean excel d. Bedside pre-cleaning practice for endoscope at user facility was performed with the olympus single-use brush bw 412t. Cantel isa was used as the automatic endoscope reprocessor (aer) along with rapicide cantel detergent and rapizide pa cantel disinfectant. The endoscope and aer were compatible. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant. It was unknown if the disinfectant was used within the expiration date. The aer¿s disinfection process program was used according to the aer manufacturer¿s recommendation. The endoscope was stored in an the endodry cantel cabinet. The device was returned to olympus and evaluated where no abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. The detected microorganism was lower than the standard value when sbc culture tested after reprocessing in accordance with IFU. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.